Event description:
The patient reported that he started to experience high readings (300-500 mg/dl). The patient reported that the high blood glucose readings are only occurring at night (2am), but during the day, his readings are fine. He reported that he will bolus and at night when his readings are high and by morning his readings are fine. The patient reported that he switched to his back up infusion device and his blood glucose readings went back to normal (normal range not provided). After a few days he switched back to the original infusion device and his blood glucose readings went back up. He reported experiencing feelings of nausea. The patient stated that his adapter is quite old (age not known). The patient was sent a replacement adapter. No product will be returned for evaluation. The patient did not report assistance by a healthcare professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.